Event description:
Reportedly, the ventilator displayed a "zero" value for the expiratory tidal volume (vte). High paw, sustained high baseline, and circuit disconnect alarms also occurred. The ventilator did not stop delivering breaths, but the pt was manually ventilated during transfer to a second ventilator.

Manufacturer narrative:
Pt info is not released by user facility without attending physician's authorization.